Event description:
This catheter was successfully placed. It was noted during a scheduled catheter exchange, the tip of this drainage catheter had fractured and detached in the patient. Fluoroscopy was negative for the detached tip and it is believed the tip was passed by normal persitalsis. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplemental medwatch report will be filed under the appropriate sequence number. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, the co is unable to determine if the device met its specifications. It was indicated this device was used as a gastrostomy tube which is a non indicated use of this device and the co believes may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event. The co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."